Event description:
A 28 mm diameter x 16 mm diameter x 16.5 length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5 cm diameter abdominal aortic aneurysm in 2000. Vessel and aneurysm morphology are unknown. The pt has a history of chronic obstructive lung disease, congestive heart failure, hypertension, peripheral vascular disease, pancreatitis, hyperlipidemia and hypothyroidism. A follow-up CT scan of 8/2003 revealed there is a large type I endoleak. The proximal aortic neck just below the kidneys has dilated to approx 29-33 mm with distal migration of the stent graft. Because of the proximity of this endoleak to the kidneys implantation of a talent cuff was required. The talent cuff was successfully implanted in 2003. No clinical sequelae were reported.